Event description:
Infant heel warmer was activated and attached to infant's right foot in preparation of pku test. Mother stated that the heel warmer had leaked. The heel pack was found on mom's bed and was leaking purple solution noted on baby's right foot and bedsheets. Dr was called for assessment and treatment. Skin intact to right foot and no blistering noted.